Event description:
It was reported that the pump time was incorrect due to a malfunction alarm occurring. During troubleshooting with tandem technical support, the time was corrected and the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 208 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.